Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The device passed the displacement test and selftest. A noisy motor was noted during testing due to faulty motor. No moisture damage on motor assembly or electronic assembly noted during visual inspection. It also had cracked battery tube threads and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture under lcd screen. Blood glucose value was 200 mg/dl. She stated that she usually sees the moisture in the morning and at night. The customer confirmed that the device did not have cracks and she did not recall any events of water exposure. She also reported that the buttons have been sticking and that the insulin pump would suddenly vibrate and beep and the screen would be on esc or bolus or blinking. The customer also mentioned her blood glucose level had been high for the past 2 weeks. Blood glucose at the end of the call was 288 mg/dl; she treated with the insulin pump. The insulin pump was replaced and returned for analysis.